Event description:
It was reported that during a pulmonary wedge resection procedure the doctor found that a big noise was heard, when he fired the ez45b and the jaw of the device could not be closed. Then change to ec60, the 1st ecr60b could not be fired at the first stroke. Changed the second ecr60b but some staples had fallen off before opening the package. Finally the surgeon changed to new ez45b to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Channel retainer detached, damaged shrouds. The analysis results found that the ez45b device was received with the clamping mechanism damaged and without a cartridge present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components, and channel retainer, and the shroud were the retainer engages, were found broken. It is possible that the device was clamped over excessive tissue causing higher stresses in the clamping mechanism resulting in the components detaching. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.